Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient had ineffective coverage of stimulation and as a result an additional lead was implanted on (B)(6) 2020 to address the issue . Reportedly effective therapy was restored .